Manufacturer narrative:
(B)(4). The device (catalog#) not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports the device was inserted on (B)(6) 2018 and removed on (B)(6) 2018 when it was noted a ballooning of the catheter extension. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a single-lumen midline catheter for evaluation. The catheter was cut just below the 16cm mark. The cut portion was not returned by the customer. Visual inspection revealed that the extension line was ballooned across most of the extension line. Signs of use were also observed in the form of biological material inside the catheter extension line. The luer hubs of the catheter did not have pressure injection markings indicating the catheter is not for high pressure injection applications. No other defects or anomalies were observed. The catheter body was cut 48.5mm from the juncture hub. The distal extension line was flushed with water using a lab inventory 10ml syringe and no blockages was observed. Water flushed out of the catheter tip with minimal resistance. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury". The customer report of the medial extension line stretching/ballooning was confirmed through evaluation of the returned sample. The extension line was stretch/ballooned for most of the extension line body. No blockages or leaks were observed while functionally testing the catheter during investigation. The returned catheter was not indicated for pressure injection and the IFU supplied with this kit cautions to only utilize catheters indicated for high pressure injection applications for such applications. Based on the customer report and the condition of the returned sample, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the device was inserted on (B)(6) 2018 and removed on (B)(6) 2018 when it was noted a ballooning of the catheter extension. The device was replaced.